Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Visual inspection of the returned platform was performed; the top cover was noted to be corroded and had broken screw post. The encoder cover and motor cover were damaged. The load plate cover was missing. Some of the housing screws were missing along with battery partition cover and battery compartment screw post. The autopulse platform is a reusable device and was manufactured on 04/08/2009. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint. The archive review was performed, and system error 136 was observed on (B)(6) 2016. The functional testing could not be performed as error was observed upon powering on the device. In summary the customer's reported complaint was confirmed as system error was noted during archive review and during functional testing. The root cause for the reported complaint is related to the defective processor board. In-house processor board was installed and device was ran for 30 minutes without any fault or error.

Event description:
It was reported that on shift check this autopulse unit displayed message of "system error - out of service". No patient involvement was reported.